Event description:
Customer reported cartridge alarm 20, first occurring the previous day, with no adverse impact to their blood glucose level. Technical support confirmed the issue had been reported with consecutive cartridges and decided to replace the pump, which was still under warranty. The customer was advised to put the pump into storage mode before returning it and was informed about steps to take upon receiving a replacement pump, which would have updated software. The replacement pump was sent without requiring a signature for delivery, and the customer understood and acknowledged all instructions, including returning the problematic pump using the provided return box and pre-paid label within ten days.